Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain"), fallopian tube perforation ("following the surgery she was informed that one of essure coils has perforated one of her fallopian tubes") and infection ("frequent infections") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal discomfort ("discomfort"), menorrhagia ("including heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), menometrorrhagia ("menometrorrhagia"), fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines"), teeth brittle ("brittle teeth") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, infection, abdominal discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, arthralgia, menometrorrhagia, fatigue, weight increased, migraine, teeth brittle and alopecia had resolved. The reporter considered abdominal discomfort, abdominal pain, alopecia, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, infection, menometrorrhagia, menorrhagia, migraine, pelvic pain, teeth brittle and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: coils were properly placed / full tubes occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case upgraded to incident. Events menometrorrhagia, frequent infections, fatigue, weight gain, migraines, brittle teeth, hair loss and essure coil perforated one of her fallopian tubes were added. On (B)(6) 2017 a hysterectomy with bilateral salpingectomy was performed and essure removed. Since the removal surgery, her symptomatology has completely resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.